Manufacturer narrative:
Adverse event problem - device code 1494: off-label use (over 45yrs of age at date of implant). Adverse event problem - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -3.5/5.0/098 was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault, significant reduction of iridocorneal angles, blurred vision and corneal edema. Cause of event was unknown." Iris atrophy in high sector" was reported for status of the eye (signs/symptoms). Per updated information the patient is in pseudophakia. Medical intervention ( intensive frequency of corticosteroides drops and antiedema drops) was prescribed for corneal edema. Cause of event was unknown.

Manufacturer narrative:
H6- device evaluation: lens was returned in liquid, in a microcentrifuge vial. Visual inspection found a broken haptic. Unable to perform dimensional inspection due to significant lens haptic damage. Claim # (B)(4).